Event description:
The surgeon was doing an arthroscopic decompression and rotator cuff repair. Despite the surgeon attempts to turn up the coagulation to its limits and turn up the pressure in the joint, he had difficulty stopping bleeding. The surgeon pulled out a bovie tip then stopped the bleeding.this added over an hour of operative time to the procedure.